Event description:
Customer reported the following: patient #1 - patient suspected they may be pregnant, but was bleeding. Urine (not the first morning void) was taken and tested with icon 25. A negative (-) result was read at the 3 minute read time. A serum sample was drawn and quantitated at 200 mlu/ml by a reference lab (unknown methodology). Patient #2 - urine (not sure if first morning void or not) was tested with icon 25. A negative (-) result was read at the 3 minute read time. No quantitative tests were performed. Patient #3 - patient had run a home pregnancy test (unknown brand) and tested positive. While at the doctor's office, a urine sample was collected and tested negative with icon 25. Patient went home and retested themselves with the home pregnancy test and obtained a second positive result.